Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges dislocation with closed reduction, metal wear and metallosis.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation received. Litigation alleges pain, discomfort, and elevated metal ion levels in the blood stream. Litigation has also provided an revision date of (B)(6) 2015. At this time, we are unaware what products were removed and reason for the revision. If further information is received, the complaint will be updated at that time. Update (B)(6) 2017: pfs and medical records received. In addition to what was previously reported, patient alleges clicking, loosening sensation and limited mobility. After review of medical records for MDR reportability, it was reported that the patient was revised to address armd. Revision notes reported significant metal stained tissue, pseudotumor, murky fluid, no corrosion, notching of the femoral neck, very anteverted cup, and impingement. Serum metal levels are above normal. Updated part and lot information. Added cup for the reported malpositioning. This complaint was updated on: (B)(6) 2017.